Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of an unspecified number of tampons the string was short. She was able to use the string for removal of the tampon from her vaginal cavity. She then checked an unspecified number of unused tampons and noticed those strings were also short. She did not attempt to use them. She did not seek medical attention and she did not experience any adverse health effects.